Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. The cse performed a field repair and replacement of the gasket immulite 2000, kit reservoir assembly, pcb (printed circuit board) assembly level sense sample due to pipetting errors. The cse re-visited the customer and performed a pm (preventive maintenance) annual activity. A headquarter support center (hsc) specialist reviewed the immulite 2000 system logs and there were no systemic issue or level sense, sample or reagent, issues with the patient samples that were reported to be discordant. Hsc has concluded that the cause of the falsely depressed results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Five discordant, falsely depressed results, were obtained on the immulite 2000 instrument. The customer informed siemens of three free beta-hcg (fbc) results and two pregnancy-associated plasma protein (papp-a) results that were obtained on the immulite 2000 instrument. The initial results were not reported to the physician(s). Repeat testing of the patient sample(s) was performed and results were higher and reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed results.